Event description:
The customer reported that while the device passed the op-check, a "red x" was still being displayed. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.